Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. The root cause could not be explicitly determined. A potential root cause could be due to using the recycled resin for the device printing which could have caused the device to fracture. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that an endsnorz sleep appliance (silent nite 3d) device suffered a fracture. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient discontinued the use of the device and no medical and or surgical procedures were required.

Manufacturer narrative:
Additional information was received and the following sections were updated: b3. B5. Additional patient information has been requested. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that an endsnorz sleep appliance (silent nite 3d) device suffered a fracture.